Event description:
Healthcare professional reported right side "pain, implant is firm and sits high, some breast tissue that sits below the implant and capsular contracture baker grade IV". Later healthcare professional reported "small amount of retained old hematoma". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture, hematoma and visibility/palpability was received on june 13, 2025, with lot number 1191410. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ hematoma: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Capsulectomy performed.